Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information provided and without the device to analyze, a cause for the reported gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3-4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) would not click into the stabilizer smoothly. It was noted that the physician attempted increased force to insert sgc into the stabilizer but was unsuccessful. The sgc was removed from the patient and a new sgc was selected and advanced within the patient. A mitraclip ntw was advanced within the patient, during gripper actuation testing it was identified that one of the grippers would not actuate. Troubleshooting was attempted but was unsuccessful and the clip was removed from the patient. A new mitraclip was advanced within the patient, during gripper actuation testing there was initially issues with one of the grippers to actuate. Troubleshooting was successful. The clip was then implanted successfully and the procedure was discontinued. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.